Manufacturer narrative:
Additional information: a1, h6, h10: information was received in 5-aug-2020 indicating that there was no patient involvement in this event. The reported error was found during scheduled preventive maintenance.

Manufacturer narrative:
Other, device evaluation results one cadd legacy pump was returned for investigation in fair condition (the housing was damaged and the lcd had a bleed). There was no evidence in the event history log of error code 34 which was reported by the user. The black spots on the lcd reported by the user were confirmed however. The investigator noted that the pump displayed a service due message upon power. This message was being displayed due to a fault with the clock battery. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the faulty clock battery was unknown. A root cause was not established. The clock battery was replaced.

Event description:
Information received indicating that a smiths medical cadd legacy pump gave error 34. It was also stated that the pump's display had black spots. The reporter also stated the pump needed repair. No adverse effects reported.